Event description:
It was reported that the patient had a local block placed at the generator site. The doctor was going to determine if he would have to revise the pocket in 2 weeks. Impedance testing had been performed for troubleshooting. The patient had reported burning/throbbing pain at the implantable pulse generator (ipg) pocket. It was tender to the touch. This began a year prior to this report and the patient denied any fall or accident around the time of irritation. Follow-up determined that, at the appointment with the doctor, the local block was assessed as to determine if it was successful in reducing the pain caused by the ipg. A revision was going to be scheduled as soon as insurance approved it. The revision would be a pocket revision; the battery was going to be moved to another location. The impedance values were noted to have been normal. The local block alleviated the pain. It was determined that it was simply an irritated pocket due to the placement of the generator. The patient had initially received relief from the block and the pain subsided, but had since returned as the local/block wore off. This event will be updated if additional information is received.

Event description:
Additional information received reported the patient¿s revision took place on (B)(6) 2015. Their follow-up appointment was on (B)(6) 2015 and the pain at the old implantable neurostimulator (ins) site had resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-30, serial# (B)(4), implanted: 2013-(B)(6), product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: 2013-(B)(6), product type: extension. Product ID: 3708140, serial# (B)(4), implanted: 2013-(B)(6), product type: extension. (B)(4).